Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose for 3 days hospitalized on (B)(6) 2021 at 18:00. Blood glucose reading was above 600 mg/dl which was treated with IV insulin drip intravenous insulin infusion and at emergency room visit saline drip for dehydration. The customer stated that insulin vial was looks little cloudy. Customer had used the insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was not active at the time of high blood glucose event. Customer stated cannula was bent. Customer declined bent cannula troubleshooting. Insulin pump performed displacement test successfully complete all steps and it was passed. High pressure test was also passed. The customer¿s last blood glucose reading was 278 mg/dl. The insulin pump will not be returned for analysis.